Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple, intermittent occlusion alarms. After the alarm, if a infusion set site change did not resolve the alarm, the customer would change the rest of the supplies on the pump. The customer's blood glucose (bg) level was in the 300s mg/dl and a bolus was delivered via the pump to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.